Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, pump error 63, pump error 37, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, motor and force sensor during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged pump error 37 confirmed. Pump error 4 confirmed. Pump error 63 confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.